Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was to be used during a duodenal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a duodenal obstruction due to gastric cancer. During preparation for the procedure, the physician attempted to deploy the stent outside of the patient. However, the stent deployed to only 1cm before the distal end of the stent and became stuck. The stent was able to be reconstrained. No visible damage was noted to the device. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Based on the investigation results, which indicate that the stent was returned partially deployed, this is now considered a reportable event.

Manufacturer narrative:
Reported event of stent deployment issue (partial deployment). A visual examination of the returned device found that the stent was partially deployed by approximately 27mm. The outer sheath was stretched and bunched in appearance distal to the deployment handle. During a functional evaluation, it was not possible to further retract the outer sheath to complete deployment. The shaft of the device was dissected proximal to the mounted stent and the stent was deployed. No issues were found with the deployed stent or with the stent holder. It was not possible to retract the outer sheath after dissection. The inner shaft was removed and no anomalies were found. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, the device was used per the directions for use (dfu) / product label. As it was reported that the event occurred outside of the patient during preparation, the most probable root cause classification is handling damage.